Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 351.6740. There was no patient involvement.

Event description:
It was reported that the device had error code 351.6740. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of error code 351.6740 was confirmed and verified through the downloaded error log. During internal investigation a missing carriage block pin was found. On 10-dec-2024, syringe device was received unboxed and with paperwork. The unit was powered on, and it booted up with no errors, the error code 351.6740 was found in the error log confirming the stated problem. During internal inspection it was noted that the carriage block is missing the pin. Missing carriage block pin. Workmanship at bd manufacturing. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the carriage block pin. Failure investigation report attached to qn in sap this report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex a: a040507 annex c: c07 annex d: d02 annex g: g04061 additional information: annex c: c20 annex d: d15 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 351.6740. There was no patient involvement.